Manufacturer narrative:
Upon further investigation, the assignable root cause was updated from wear from normal use and servicing to component damage caused by user error. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cutter could not be locked into the locking assembly. It was further determined that the pawls were melted and the lock cylinder was also damaged. It was determined that this was indicative of the unit being powerbroken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by user error. It was determined that the malfunction on the locking subassembly indicated moving the lock pawl to safety position while the foot pedal was pressed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to device wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the motor device was not holding cutters. During an in-house engineering evaluation, it was observed that the cutter could not be locked into the locking assembly, pawls were melted, lock cylinder was damaged, locking mechanism was not functioning, unintended motion and power device failure, indicative of device being powerbroken. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly